Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted. Third triclip xtw was placed on the central side of anterior and septal leaflet. During the first lock test, clip opened to 30 degrees. Clip was closed and tested again and the lock was held. Physician decided to deploy the clip. It was observed clip was opened after deployment. All steps were performed as per IFU. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.